Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notification alert. Upon interrogation, noise was observed in non-sustained episodes, vf episodes and non-sustained rv oversensing episodes. It was also noted that during last generator replacement, externalized conductors were observed and this was not reported to sjm as there were no electrical anomalies on the lead until noise issue started. Lead was capped and replaced. Patient's condition was stable post-procedure and will continue to be monitored.